Event description:
It was reported that the customer was hospitalized for dka. Prior to the event. The customer stated that they did not check their bgs all day. The cause of the event could not be determined by the md. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the leadscrew test. The customer was educated on the two hbg rule and to call back when the clamp arrives to do further troubelshooting.